Manufacturer narrative:
(B)(4). This record is documenting 6 of 6 similar complaints of scarring. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient reported they had six permanent patches that would require plastic surgery in the future. This is being reported based on the allegation of scarring. No additional patient or event information is available.